Event description:
When the ventilator was placed on the pt, no pressure could be seen on the pressure manometer. The pt's oxygen saturation decreased into the low 70% from a normal of 90% plus. The vt was 800cc, 100%oxygen. The low pressure alarm did activate. The pt was manually hand bagged for approximately 30 minutes then transferred to another hospital.